Event description:
The customer reported that the ventilator was turned on via mains ac power upon initial setup, and the battery was charging. After some time they unplugged the device from ac power and it transitioned to battery power and continued to operate. They reported when they plugged the device back into ac power it shut down and alarmed. The ventilator was not in use on a patient, therefore there was no patient involvement or harm. The device was returned to the manufacturer and the reported problem was duplicated. Inspection noted physical damage to a capacitor on the power management pcb board.